Event description:
The reporter alleged that the suspect device read low. Spouse said their pt was not taking enough insulin. Was sick and vomiting and went to the ER. In the hosp their glucose was 238 and the suspect device read 153 mg/dl. No treatment alleged. Controls not used. The device was replaced and requested to be returned for evaluation.